Event description:
Same case as MDR ID: 2134265-2014-08344. (B)(4) study. It was reported that stent thrombosis (st) and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient presented with mi and stent thrombosis of previously placed 2.75 x 28 mm and 3.00 x 16 mm promus element¿ plus stents which was treated with implantation of a 3.00 x 24 mm promus element¿ plus stent in proximal lad. In (B)(6) 2014, the patient was diagnosed with st elevation myocardial infarction (stemi) and patient was hospitalized on the same day. Patient's cardiac enzyme values were elevated and electrocardiogram (ECG) suggested anterior (septal) mi. Coronary angiography revealed patent 2.75 x 28 mm promus element¿ plus stent and 100% stent thrombosis of the previously placed 3.00 x 16 mm promus element¿ plus stent and 3.00 x 24 mm promus element¿ plus stent implanted last (B)(6) 2013 in proximal lad. The lesion was treated with aspiration thrombectomy, balloon angioplasty and placement of a 3.5x20mm ion stent, resulting in 0% residual stenosis. One day post procedure, the st and mi were considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).